Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). See manufacturer's report number 2032227 2014 53904.

Event description:
Customer reported a button error on her insulin pump. She was running in a marathon and the device alarmed button error. Customer's blood glucose at the time of the incident was unknown. Customer's last blood glucose was 101 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. Cracks to the base, reservoir tube lip and a scratched lcd window noted.